Event description:
Boston scientific received information that a safety switch was noted on this chronic right atrial (ra) lead during a scheduled interrogation. Noise was noted on the ra electrogram (egm) . The impedance measurements were stable. Boston scientific technical services (ts) suggested troubleshooting by doing isometrics. The field representative was unable to recreate an impedance issue. The physician is planning to x-ray but is not concerned with the lead at this time. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequent information was received that this product was taken out of service due to a lead fracture and there was also an allegation of system infection noted during explant.